Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred as a result of arterial sheath resulting in additional stent placement. An enroute transcarotid neuroprotection system was selected for use in a right sided tcar procedure. When the surgeon was clamping the carotid artery, the physician noticed that the arterial sheath has come back about 1cm. The decision was made to re-insert the stiff wire and dilator to advance the sheath under fluoroscopy. The sheath was sutured in place, and the flow controller was connected. A new angiogram was then completed and a dissection near the sheath tip was noted. A tcar timeout was performed prior to placing the first stent. However, the dissection was still visualized on the angiogram. The physician elected to place an additional stent to cover the dissection.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred as a result of arterial sheath resulting in additional stent placement. An enroute transcarotid neuroprotection system was selected for use in a right sided tcar procedure. When the surgeon was clamping the carotid artery, the physician noticed that the arterial sheath has come back about 1cm. The decision was made to re-insert the stiff wire and dilator to advance the sheath under fluoroscopy. The sheath was sutured in place, and the flow controller was connected. A new angiogram was then completed and a dissection near the sheath tip was noted. A tcar timeout was performed prior to placing the first stent. However, the dissection was still visualized on the angiogram. The physician elected to place an additional stent to cover the dissection.